Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. The physician commentedthat while trying to flush the farawave catheter on the back table, a syringe was unable to be connected to the side flush port of the catheter, because it was warped/smashed. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
The device has been received for analysis. Visual and functional testing failed which confirmed the ovular flush luer; however, the catheter was able to pass the flow and leak tests. The "manufacturing deficiency" conclusion code was selected for the allegation. The cause of the oval flush luer that the customer experienced with the catheter was determined to be traced to the supplier.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. The physician commentedthat while trying to flush the farawave catheter on the back table, a syringe was unable to be connected to the side flush port of the catheter, because it was warped/smashed. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.